Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-22611 additional information received indicated that patient underwent surgery wherein the extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2020-22137, 1627487-2020-22138, 1627487-2020-22139. It was reported that patient experienced shocking sensation and tightness from the extension site. As a result, surgical intervention may be pending to address the issue.